Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure not all the buttons on their vividimage 4k surgical display were working and the video was not displayed. A delay in the patient procedure was reported. No report of injury.